Manufacturer narrative:
This supplemental report presents the results of the final investigation. Updated fields:d8,h2,h3, h6, h11. The device was returned to olympus for inspection; the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: touch panel blackout. A definitive root cause could not be identified, and the most probable cause of the reported malfunction remains undetermined. The touch panel blackout was attributed to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the video system center experienced that processor not working and no display during set up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.